Manufacturer narrative:
Major bleed, stroke: the cause of the stroke was unable to be determined due to insufficient clinical details.

Event description:
A sixty-two-year-old female was treated for multivessel coronary disease and a coronary aneurysm. After surgery, she suffered from post-cardiotomy low output syndrome and an impella 5.5 was inserted in addition to an extracorporeal membrane oxygenation. Due to an underlying coagulopathy acquired during surgery, the patient required a mass transfusion due to bleeding. On the intensive care, an ischemic stroke was recognized, prolonging the halt of anticoagulation therapy which had been halted already as the post-operative course was complicated by bleeding. The impella will conservatively coded for bleeding and stroke while, especially in a situation of halted systemic anticoagulation, the contribution of impella to the coagulopathy was minor as compared to the extracorporeal membrane oxygenation therapy and the effects of surgery. Due to the poor prognosis, the decision was made to withdraw care after three days of support and the patient expired. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.